Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery alarm. The customer's blood glucose level at the time of incident was 289mg/dl. The customer states their levels had been as high as 536mg/dl. The customer states they have had multiple bent cannulas. Troubleshoot was conducted. The customer states the alarm was resolved by complete infusion and reservoir change. The customer was advised alarm may be caused by occlusion. The customer was advised to monitor the device.